Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2010-04848. It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire perforated the balloon catheter. The 80% stenosed lesion was located in the non-tortuous and mildly calcified left posterior tibial artery. The physician advanced the .014 x 145cm platinum plus guide wire across the lesion. Next, while the 3mm x 40mm x 145cm sterling balloon catheter was advanced through the mid popliteal artery the guide wire perforated the "mid balloon" area of the sterling. The balloon was never inflated. The physician removed both devices together as a unit. The procedure was completed with another sterling balloon and a non-bsc guide wire. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as MDR ID#: 2134265-2010-04848. It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire perforated the balloon catheter. The 80% stenosed lesion was located in the non-tortuous and mildly calcified left posterior tibial artery. The physician advanced the .014 x 145cm platinum plus guide wire across the lesion. Next, while the 3mm x 40mm x 145cm sterling balloon catheter was advanced through the mid popliteal artery the guide wire perforated the ¿mid balloon¿ area of the sterling. The balloon was never inflated. The physician removed both devices together as a unit. The procedure was completed with another sterling balloon and a non-bsc guide wire. No patient complications were reported and the patient¿s condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed a blood-like substance inside the balloon. The balloon was slightly bent approximately 15mm from the tip and damage to the distal tip of the device was also noted. Examination of the inner shaft revealed a guide wire segment inside it. The guide wire consisted of intact coils less than 1cm in length located 2.5cm and 62.5cm from the tip. The intact lengths of the wire coils were connected by an unraveled segment of the guide wire. A guidewire was loaded through the wire proximal end of the catheter and successfully advanced through the wire lumen until reaching the proximal end of the guide wire coil segment which was approximately 63cm from the distal tip of the catheter. An inflation device was connected to the catheter and an attempt was made to inflate the balloon with water, however, when the balloon was partially inflated, water leaked out of the distal tip indicating the wire lumen and inflation lumen were not isolated. Despite a thorough inspection of the full-length of the catheter, no damage or irregularities were found that could have caused the fluid to leak into the wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).